Manufacturer narrative:
Upon inspection the baxter technician determined the locking handle was missing from the mast. Viking m mobile lift is a general-purpose lift with the intended use in, health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. . The baxter technician replaced the locking handle on base of mast per service manual to resolve. Based on this information, no further actions are required at this time. Although there was no adverse event reported, if the lift were to be used for a patient transfer without the locking handle attached, it could lead to a serious injury or death therefore, baxter is reporting this malfunction.

Event description:
A company representative - service personnel contacted technical service to report that the viking m, locking handle on base of the mast was missing its handle. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The device was requested for service/inspection by baxter.